Event description:
It was reported that during the procedure in the mildly tortuous/calcified proximal circumflex artery, intravascular ultrasound (ivus) was performed and a 3.5x15 multi-link 8 stent delivery system (sds) was advanced via femoral access without pre-dilatation. During advancement, the sds became stuck on the non-abbott guide wire. The sds was withdrawn from the anatomy, wiped down with normal saline, and advanced again to the lesion. Negative pressure was applied and then the balloon was inflated to 12 atmospheres. An abnormality was observed between the balloon and the stent; therefore, ivus was performed again and showed that the stent was implanted slightly lateral in the lesion and two struts of the stent were implanted in the left main. Post dilatation was required using a nc trek balloon. Outside the anatomy, it was noted that the stent had been positioned on the balloon laterally approximately 3 mm. No additional information was provided.

Manufacturer narrative:
(B)(4). No pre-dilatation, re-insertion the device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
Subsequent to the initial medwatch report, additional information was received reporting that the physician noticed an abnormality of positioning between both markers and the stent when the balloon was dilated. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and analyzed. The reported resistance was confirmed during testing. The cause(s) of the resistance could not be determined. The case circumstances caused the stent to be off of position. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the multi-link 8 instructions for use (IFU) instructs the user to pre-dilate the lesion. It was also reported that the sds was retracted and re-advanced. It should also be noted that the multi-link 8 instructions for use (IFU) states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. [Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged and/or dislodged from the balloon when retracting the undeployed stent back into the guiding catheter]. Based on the information reviewed, there is no indication of a product deficiency.